Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with readings of 235 mg/dl and 237 mg/dl, and reported confusion and thirst; the rise reportedly began during sleep and the cause was unclear. Symptoms included hyperglycemia with confusion and polydipsia. Outcomes included user education and troubleshooting without alarms or alerts. Investigation included remote troubleshooting and education on reviewing supply change history and walking the user through an infusion set change as a potential corrective action. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the user planned to contact a healthcare professional regarding new medications or conditions that could affect insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear and possibly related to user-specific or clinical factors rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.